Event description:
It was reported that this patient's right shoulder was revised. Patient disassociated the poly from the humeral tray. He described to the dr that the event occurred while stretching. Patient was reimplanted with a 46 glenosphere, +5 humeral adapter tray & a 46mm +2.5mm poly patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitants: (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm; (B)(6), 320-01-46 - equinoxe reverse 46mm glenosphere; (B)(6), 320-15-01 - eq rev glenoid plate; (B)(6), 320-15-05 - eq rev locking screw; (B)(6), 320-20-00 - eq reverse torque defining screw kit; (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm; (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, h6. MDR section codes updated/corrected: b, c, d. The revision reported was likely the result of disassembly between the humeral liner and humeral tray leading to prosthesis wear of the liner. Potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed from the reported information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.